Manufacturer narrative:
A ge rep evaluated the system and replaced the backplane and 24v power supply. System operates as intended.

Event description:
Customer reported the backplaned needed to be replaced. No pt injury was reported.